Manufacturer narrative:
Section a2, a3, a4: patient weight was inadvertently reported as 0. Patient weight, as well as age and gender, were requested but unable to be provided. Manufacturer's investigation conclusion: the reported event of not being able to interrogate the system controller was confirmed via evaluation. The heartmate 3 system controller (s/n: hsc-122631) was returned for analysis. Upon initial testing, the controller did not communicate with the system monitor. The controller was disassembled in order to inspect the printed circuit board (pcb) components. Circuit analysis revealed that rs232 communication transceiver, integrated circuit (ic) u9, was outputting incorrect voltages. The ic was replaced with a functional ic and the controller was then connected to a system monitor. The system controller was able to transmit data as intended. The system controller underwent preliminary and functional testing following the repair and passed without issue. The controller was connected to a mock circulatory loop and was able to operate the system for an extended operation as intended. A root cause for the reported event was determined to be an issue with ic u9 on the main pcb. A manufacturing task was opened to investigate the u9 issue. A potential root cause was determined to be material; however, a specific root cause for the chip issue could not be conclusively determined. A non-issuance external corrective action request (ecar) was created to inform the supplier of this event. Heartmate 3 instructions for use, rev. C, section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook, rev. D, section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. Heartmate 3 instructions for use, rev. C, section 8 - ¿equipment storage and care¿ and heartmate 3 patient handbook, rev. D, section 6 - ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The issue resolved after the exchange.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's controller could not be interrogated even after several attempts. The modular cable and heartmate 3 system controller were exchanged.